Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and analysed. Results: analysis testing on the returned complaint device showed extensive evidence of environmental stress cracking, with characteristic tree ring patterns on the fracture surface that is indicative of significant exposure to an incompatible chemical. Conclusion: we are unable to determine the cause of the reported event. However, based on our investigation, the collar crack is most likely due to extensive exposure to an incompatible chemical, typically an alcohol-based solution. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Check all connections are tight before use." "Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged."

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative, that the expiratory limb collar of a rt380 adult dual-heated evaqua2 breathing circuit was found damaged. There was no reported patient consequence.

Manufacturer narrative:
(B)(4) the complaint rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative, that the expiratory limb collar of a rt380 adult dual-heated evaqua2 breathing circuit was found damaged. There was no reported patient consequence.